Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Clip on the handle that allows the mics handpiece handle to rotate came off during operation. The middle pin slid out and the piece came off. There is no way to move the handle to access the lot number or serial number. All the pieces are accounted for and there was no harm caused to the patient. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the locking latch of the mics handle broke. Product evaluation and results: "visual inspection: visual inspection revealed that the handle pivot latch dislocated from the handpiece. Dimensional inspection: dimensional inspection was not completed as visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed as visual and functional inspection clearly shows the failure of the device. Functional inspection: functional inspection revealed that the handpiece handle could not become unlocked because the latch to unlock that function had dislocated." Product history review: review of the device history records indicate 25 devices were manufactured under lot k071c and were accepted into final stock on 04/14/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k071c shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Clip on the handle that allows the mics handpiece handle to rotate came off during operation. The middle pin slid out and the piece came off. There is no way to move the handle to access the lot number or serial number. All the pieces are accounted for and there was no harm caused to the patient. Case type: tka.